Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed minor scratches on the display lens consistent with the mothers' report; however, the display was found to be legible, and the pump was found to be functioning within required specifications and delivery accuracy.

Event description:
The patient received emergency room treatment for elevated blood glucose levels. The patient's mother also reported that the pump display screen was scratched.